Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that bays 3 and 4 of the universal battery charger device were not charging battery devices, specifically small battery drive (sbd) batteries. The reporter stated that the two bays would work if the device was powered off and then powered on again, but after a month of this continuously happening, the device finally gave out when the sbd batteries were plugged into the device. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure due to the event; however, an unspecified spare device was available for use. The reporter stated that the battery chargers are stored in a sub-sterile environment away from the surgical suite. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.